Manufacturer narrative:
Lot 15132986: (B)(4). Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during the procedure the physician tried to put the plc181000/15132986 through a 12f cook sheath and it deployed in the sheath when he tried to take it out. The physician used a new device and sheath and the procedure concluded with no further sequela. The patient tolerated the procedure.